Event description:
The customer reported that a ventilator went inoperable when the blower stalled. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The customer reported that a ventilator went inoperable when the blower stalled when powering on the unit. After the powered on self test (post) unit gave a ventilator inoperable. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue. The device malfunction was reported to have been during powered self-test (post). No patient or user harm was reported. The philips international field service engineer (fse) replaced the blower. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.